Manufacturer narrative:
The event unit was returned for evaluation. During functional testing, engineering was able to replicate the information/alarm tone errors. Upon further inspection, engineering found that the conductive stops were positioned out of specification during use of the device. This occurrence led to an insufficient gap between the jaws, which can result in the alarm tones experienced by the customer. The root cause of the 'check device' alarms is due to the movement of the conductive stops. The shifting of the conductive stops causes the device to short out during use and it will not fire. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this continuous process, applied medical has opened a corrective and preventative action report to further elevate and track this investigation and implement appropriate corrective actions, where applicable, to mitigate this type of event. This report is being filed as a result of a re-review of applied medical complaints received between june 1, 2014 and may 31, 2016. This retrospective review was associated with a quality management system (qms) compliance action plan developed and presented to FDA to address an april 10, 2015 warning letter. Applied medical has revised its MDR reporting criteria to be more conservative and has improved complaint handling and MDR reporting processes. The reviews ensured that recent reportable events were appropriately identified and reported to the designated regulatory authority(ies). This report, which represents the initial and final reports combined, is being submitted based on the findings of that retrospective review. In accordance to 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA

Event description:
Hemicolectomy: "the surgeon started using the device after one seal it started giving alarms of regrasp and cleaning jaws. Second device incident." Patient status: well.